Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the image shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the image. In addition, our technician confirmed that the ccd drive pcb corroded, the electrical pin connector corroded, the lg connector corroded, the lg connector leak, the bending rubber gluing discolored, the angulation down angulation decrease, the angulation left angulation decrease, the angulation right angulation decrease, the air/water socket chipped/cut o-ring , the air nozzle missing glue, the water nozzle missing glue, and the angulation up angulation failure; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.